Manufacturer narrative:
An additional lot number was reported (lot #m016365). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unspecified alarms occurred with multiple cartridges during the load process. After each alarm event, the customer was able to successfully load a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.